Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not removing residual air from the cartridge. Customer was educated regarding insulin/cartridge use. A new cartridge was added to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.